Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, sever rectal pain, painful bowel movements, recurrent urinary incontinence, chronic vaginal and urinary infections, vaginal bleeding, painful intercourse, and sharp abdominal pain. No further information has been provided.